Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.

Event description:
It was reported that a c vented swivelock device with peek implant was used for an acl procedure. Eight limbs of a number 2 fiberwire were loaded into the eyelet of the peek anchor. A swivelock drill, silver punch and tap were used to prepare the bone to receive the anchor. The anchor was inserted using standard technique and the anchor fractured halfway down upon insertion. The anchor was left in the bone. Follow-up investigation: anchor was approximately half way inserted when the anchor fractured. The anchor stopped advancing once it fractured. The top half was retrieved and the bottom half that was in the bone when it fractured was left in the bone. The portion in the bone was sitting flush. Nothing else was done to further fixate the sutures.